Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Per clinical review of the continuous ECG recording, the device was started up at 10:11:25 on (B)(6) 2022. The patient was in sinus rhythm at 80 bpm from 12:12:06 to at 12:12:15. At 05:30:38, an arrhythmia was detected. ECG showed sinus rhythm at 80 bpm with pvc's, motion artifact, and electrode leas fall off. The rhythm then degrades to vt at 190 bpm with motion artifact. The patient received a non-lifevest defibrillation eight seconds into the detection sequence. The patient's rhythm at the time of the non-lifevest defibrillation was vt at 190 bpm with motion artifact. Post shock rhythm was sinus bradycardia at 50 bpm with motion artifact. The lifevest typically requires 60 seconds of sustained vt to deliver a treatment shock. From 05:38:04 to 06:48:19, bradycardia was detected. From 6:55:47 to 06:56:56, asystole was detected twice. ECG shows idioventricular rhythm from 10-60 bpm with bigeminy. The rhythm then degrades to asystole with intermittent cardiac activity. At 06:57:22 on (B)(6) 2022, the device was shutdown. Patient was last seen in vf with varying amplitudes for 33 seconds before the device was shutdown. Varying amplitude prevented the lifevest from delivering treatment.

Manufacturer narrative:
Device evaluation of monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.